Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reoccurred.